Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a programmer was used to print device data and the device, and an error message was delivered indicating there was a software anomaly in the device. The device was interrogated and there were no anomalies with the pacer, however the diagnostic measurements were not stored. The measurements were all redone and the follow-up was completed successfully.